Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had blood inside the insulation indicating a possible insulation breach. As the lead was manipulated intermittent capture was noted along with long pauses. The lead was capped and a new lead was implanted. No further patient complications were reported as a result of this event.